Event description:
It was reported a patient fell from a centrella bed. The patient had an unwitnessed fall from the bed, and the bed exit alarm was not heard from the bed or the non-baxter nurse call system. Additionally, the patient subsequently passed away post fall. Multiple attempts to obtain additional clarifying details from the customer regarding the patient¿s fall, sequence of events up until the patient died have been unsuccessful. The initial inspection of the bed performed by the customer noted that no issues with the bed were found. Of note, the customers internal investigation of the associated unit found ¿several disconnected cables and/or damaged (nurse call) cables. Furthermore, the customer provided nurse call log file shows multiple ¿bed out¿ (disconnection from the nurse call system) alerts around the reported time of the event. The inspection of the bed performed by a baxter service technician found the centrella bed and its components to be functioning as designed. No further information was available at the time of this report.

Manufacturer narrative:
H11: the bed was inspected on site by a baxter qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bed underwent functional testing and performed according to product specifications. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.